Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced burning sensation, itchiness all over the body and shock therapy. Subsequently, proceeded to the emergency room. As of this time, this crt-d remains in service. No adverse patient effects were reported.